Event description:
The patient reported that they obtained a result of 413mg/dl on the suspect device when checking their blood glucose. Patient administered their normal dose of insulin and passed out 2 1/2 hours later. Family member took patient to the hospital and their blood glucose was 30mg/dl. Patient was treated with an IV. Glucose controls were used on the system and the controls were out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.